Event description:
It was reported that the bd syringe 1ml ll had foreign matter. The following information was provided by the initial reporter: material # 309628 batch # 3291217. Rcc received a complaint via email. On 30apr2025 regeneron was informed of an event with eylea 8mg vial kit which was categorized with the defect foreign matter fm- syringe. The office staff reported the following: ¿during the withdrawal of the medication, particles were discovered. He further explained that it was a "brown, kind of a smatter" of particles that were potentially due to "something in the needle."

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Follow up for device evaluation a report was received indicating the presence of particles within a syringe. To support the investigation, one sample of a 1 ml luer-lok syringe was submitted to the quality team for evaluation. The sample was received unpackaged and exhibited three brownish discoloration spots, consistent with embedded foreign material. This condition is non-conforming per product specifications and is attributed to the molding process. The embedded discoloration is indicative of degraded resin, which typically results from prolonged exposure to elevated temperatures within the molding machine¿commonly during equipment start-up. This type of defect is considered cosmetic in nature and does not pose a risk to the end user. A device history record (DHR) review was conducted for material number 309628, lot 3291217. The review confirmed that all visual inspections were performed in accordance with established requirements, with no quality notifications related to the reported condition. The lot was inspected and accepted per the inspection control plan, approved for shipment, and found to be in compliance with product specifications. To date, no additional similar events have been reported for this lot.